Event description:
It was reported that the two catheters were received and one of the catheters was damaged, the shipping tube was broken at the clear adaptor and the grey tube. There were no patient complications.

Manufacturer narrative:
One model no. 140808 adherent clot catheter was received, inside one shipping tube. The catheter was received in a broken shipping tube. The white shipping tube was broken at the bond site at the clear adaptor. The shrink seal was still attached at the clear adaptor cap. The product sterility had been compromised. Catheter was removed from the tube and found kinked at 82 cm area, which matched up at the break site. There was no other visible inconsistencies observed. A review of the manufacturing records indicated that the product met specifications upon release. The complaint was confirmed and appears to be related to shipping of the product. An investigation is currently underway to determine the variables that can impact the product during shipping, in an effort to reduce complaints of this type.